Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level and low blood glucose level. The customer's blood glucose level was 300-400 mg/dl and treated by bolus with insulin pump. The customer's low blood glucose was 42 mg/dl and treated blood glucose by eating glucose tablets and food. The customer declined troubleshoot for high and low blood glucose level. The insulin pump will not be returned for analysis.